Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. It was found the imaging system has intermittent problems with the lift & shift system. Pump has to be replaced. While doing lift and shift the system sometimes drops down to the ground. A hydraulic pump and batteries were ordered and sent to site. The medtronic representative replaced the parts and tested system, system functioned as intended and was put back into use. The pump was sent back to manufacturer for evaluation. Could not confirm reported problem "system falls out of lift&shift". Pump assy was installed in to a test imaging system 267 and ran without any issues. Lift and shift worked as expected. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site reported the lift system on the imaging unit is broken and needs to be replaced. Troubleshooting parts that will be ordered are as follows. Bi71000097 kit, lift pump and oil. The 8x bi31000167 battery 9amph 12v. There was no patient present when this issue was identified.